Manufacturer narrative:
Section a3b: unknown; information not provided. Section e1: title: unknown, information not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient underwent cataract surgery with a tecnis odyssey intraocular lens (iol) on (B)(6) 2024. After the surgery, the surgeon stated that the lens was defective. On (B)(6) 2025, the patient underwent a secondary surgical intervention for an intraocular lens exchange in the left eye. During this procedure, the original lens was removed and replaced with an eyhance toric lens. The patient¿s post-operative condition was reported as excellent, with no complications such as capsular tears noted. No further information is available.

Manufacturer narrative:
Corrected data: upon further review it was noted that section g4: PMA/510(k) number in the initial MDR was inadvertently submitted missing the ¿p¿ before the numerical value. The complete number is p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.